Event description:
A customer reported potential discrepant patient results for ferritin (fer) on the aia-2000 analyzer. The initial patient result was "less than low (<l)" (acceptable range: 3.0-1000ng/ml). The customer reran the sample and received the same "less than low" result. The customer then reran the patient sample on their other aia-2000 analyzer and received a result of 200ng/ml, which is consistent with patient history. No incorrect results were reported out to the patient physician. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by speaking with the customer regarding the potential discrepant result. The customer explained to the fse that they were also experiencing error 2235 bf wash probe 1 suction failure. The fse inspected the analyzer and found the main arm sample head was intermittently binding in z axis. The fse also found the bf wash probe 1 was not moving waste. The fse replaced the main arm sample head, two way drain valve for the bf wash probe 1 and waste tubing from the bf wash probe 1 to the valve, resolving both the ferritin issue and 2235 error. Fse confirmed the ferritin issue was caused by the main arm sample head failure. The fse validated the analyzer by running quality control (qc) for ferritin with results within acceptable range and no error recurring. The aia-2000 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for "discrepant ferritin" on the aia-2000 analyzer. There were no similar complaints found during the searched period. The analyte application manual for ferritin states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After dailymaintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fer, the highest concentration of ferritin measurable without dilution is 1000 ng/ml, and the lowest measurable concentration is 3.0 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 500 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 1000 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for ferritin. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause was due to mechanical problem of the main arm sample head, two way drain valve and waste tubing; component failure.